Manufacturer narrative:
Batch review performed on 04 january 2019. Lot 164682: 20 items manufactured and released on 05 october 2016. Expiration date: 2021-09-21. No anomalies found related to the problem. To date, 16 items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2017 and subsequently dislocated. On (B)(6) 2018, the liner was revised with a medacta liner and the head was revised with another company's head . Presently, the patient came in due to a dislocation of the head from the liner. The surgeon revised the medacta cup and liner with another company's product and revised the competitor's head with another company's head. The surgery was completed successfully. A posterior approach was used in primary surgery.